Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 03-dec-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced miscarriage. This incident case is not medically confirmed. This event is considered serious due to medical importance and unlisted in the reference safety information for essure. Based on the provided information, a causal relationship between essure use and the serious event cannot be excluded. Additional events were reported: pregnancy and device ineffective. This case was regarded as incident due to serious injury (miscarriage). The product technical analysis concluded that based on the available information, there is no relationship between the reported events and a quality defect. Further information is not expected.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2012. It describes the occurrence of become pregnant before hsg confirmation test, device ineffective, and miscarriage in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information given on consumer's history, past drugs and concurrent conditions. It is unknown whether the consumer received any concomitant medication. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted at unk. It was unknown whether essure was used previously. Consumer became pregnant before she had the hsg confirmation test and miscarried. She then went to physician who performed the hsg confirming that both of her tubes were indeed blocked. Two years have now passed and she is somehow pregnant with an inter uterine pregnancy. She had an ultrasound confirming on (B)(6) 2012 but the tech was unable to find any sign of the coils in her tubes via ultrasound. She informed consumer that they showed as a bright white line. She did see one line which she hinted had fluid surrounding it from irritation in consumer'a cervix. Consumer was worried about her unborn baby as coils may just be floating around endangering her. Reporter causality: the relationship between become pregnant before hsg confirmation test, device ineffective, and miscarriage and essure is not reported. Addendum: this case was converted from the conceptus database into (B)(4) 2013. The medical content of the case was not changed. Follow-up information received on 29-oct-2015. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting which took place in sep-2015 (B)(4). Essure was inserted in 2010. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced miscarriage. This incident case is not medically confirmed. This event is considered serious due to medical importance and unlisted in the reference safety information for essure. Based on the provided information, a causal relationship between essure use and the serious event cannot be excluded. Additionally, non-serious events were reported: pregnancy and device ineffective. Further information is not expected.